Manufacturer narrative:
The insulin pump had no button error alarm. Howe the insulin pump was received with no button response due to corroded keypad trace. Analysis was unable to verify unexpected restart alarm due to keypad anomaly. No unexpected restart anomaly noted. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.